Event description:
Procedure type: lap ap resection. Patient gender: unknown. According to the reporter: during firing, normal feedback before and during firing were noted. When opened, the surgeon noticed two staples had not closed at the posterior aspect of the anastomosis, and the blade had not completely cut. Surgery was converted to open approach to hand sew and complete the procedure.